Event description:
It was reported that the user¿s caregiver contacted support for assistance with rewinding and completing a supply change on the ilet, and the agent guided them through finishing the fill tubing, performing a rewind, and completing a full supply change without issue while the user was not connected. Symptoms included hyperglycemia with a blood glucose of 297 mg/dl and lightheadedness, which the user attributed to a concomitant medication known to raise blood glucose. Outcomes included no alerts or alarms, no reported injury, and no medical intervention or hospitalization. Investigation included technical troubleshooting and user education performed remotely. Investigation of this case revealed normal device function with successful completion of the supply change and no device malfunction identified. It was concluded that the event involved hyperglycemia with an unclear cause in relation to device performance, with a likely contributory medication effect. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.